Event description:
It was reported that the catheter was inserted in a pt with pneumonia and respiratory failure requiring mechanical ventilation. While the nurse was changing the dressing, the pt reportedly pulled his arm upward and the catheter separated. The separated portion was removed surgically from the right radial artery. The pt was reported to have no right radial pulse, and the right hand was edematous.